Event description:
It was discovered one of the gripping tips from the 3mm laparoscopic needle holder was missing. The staff was unsure if it was there at the beginning of the case. The patient has since been x-rayed and it appears the small part of the needle holder is still inside the patient.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).